Event description:
It was reported that during patient follow up, the device was unable to be interrogated. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
No communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. Based on programmed settings and usage data, a longevity calculation was performed and the battery was within the normal longevity estimations. However, rapid depletion to eos was observed. The device function was normal when tested on the bench. The original battery was sent to the vendor for further evaluation and no b battery anomalies were found. Therefore, the rapid depletion to eos could not be determined.